Event description:
A malfunction alarm was reported with no notable events occurring prior to it. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump successfully. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump while being instructed to contact support again should the issue arise.